Event description:
It was reported that during use, the fiber optic module of cs300 intra-aortic balloon pump (iabp) got soaked, caused system failure. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.